Event description:
It was reported through the post-market clinical follow-up (pmcf) report, that the absolute pro .035 stent may be related to the adverse patient effects of death. Details are listed in the article, titled post-market clinical follow-up evaluation report peripheral self-expanding stents. Please see the post market clinical follow up evaluation report for specific information.

Manufacturer narrative:
Date of death - estimated. Date of event ¿ estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The device was not returned for analysis. A review of the lot history record and similar incident review could not be conducted because the part and lot number was not provided. The reported patient effects of obstruction/occlusion and perforation leading to death are listed in the absolute pro .035 biliary self-expanding stent system instructions for use as adverse events that may be associated with the use of a stent in the biliary tree. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other patient effects reported in the pmcf are captured under separate medwatch reports. Literature: article title "rpt2131801, post market clinical follow-up (pmcf) evaluation report peripheral self-expanding stents."